Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient returned to the hospital due to the pump stopping. The patient had required a repair to the percutaneous lead approximately 8 months prior to this event due to damage resulting in yellow wrench alarms. Once at the hosp, the pt was placed on pneumatic support using an ip console and stroke volume limiter (svl). A visual examination of the percutaneous lead was performed which revealed a total disconnect of the lead within the existing repair, requiring re-repair of the lead. Pneumatic support was no longer needed after the completion of this repair.

Manufacturer narrative:
The patient remains on lvad support. The suspect section of the percutaneous lead was returned to the manufacturer for evaluation. The examination of the returned section of the percutaneous lead revealed the disruption of the spliced (repaired) conductors which contributed to a power loss situation leading to the reported pump stoppage. Examination of the disrupted leads revealed the cause was a result of the leads being pulled apart; however, the exact mechanism the contributed to the lead disruption could not be clearly determined. No further information is available. The manufacturer is closing its file on this event.